Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the 3.25 x 12 mm xience sierra stent delivery system (sds) had been prepped and the tech was removing the stent card from the box, a razor blade fell out of the box. The sds was inspected fully and then used successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device box was returned for analysis. The reported foreign material present was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported foreign material (razor blade) identified. Manufacturing quality assurance engineering, indicated that the blades identified in the packaging is not used at any stage during the manufacturing process. Additionally, the lot has not been reworked at any distributing centers; therefore, it is likely the blade was introduced outside of the abbott process. There is no indication of a product quality issue with respect to manufacture, design or labeling.